Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a lack of negative pressure and bubbles were noticed coming from the catheter. The syringe was exchanged, but the physician noted the same problem. The device was then removed from the case and was immersed in saline and preparation was again attempted. He did not notice the bubbles or saline emerging from the distal part of the stent delivery system. The physician then advanced the taxus express2 3.5 x 16 mm drug eluting stent to the in-stent restenosis, noting resistance. It is unknown what type of stent was previously placed, % stenosis or vessel. He was unable to inflate the balloon despite 3 attempts. The device was withdrawn and full integrity of the balloon and stent was noted, however a fracture in the catheter shaft was noted. No pt injuries or complications were reported.